Manufacturer narrative:
N/a

Event description:
During an ICD gen change procedure, the insulation of a lead was accidentally cut. The lead was repaired and its function was tested; the case was completed without incident.